Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported the device had switched to back up vvi mode. The device was explanted and replaced. No consequences for the patient were reported.